Event description:
It was reported that damage to the pneumatic tap area on the pump was causing difficulties loading the cartridge onto the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.